Event description:
It was reported that the insulin pump alarmed battery out limit and had battery issues even with new battery changed. Customer stated that blood glucose was 400 mg/dl and treated with shot of 5 units of insulin. Customer stated that the insulin pump was off and wanted to know if the settings were deleted because the time and date were off. The customer was assisted in programming the insulin pump. During the troubleshooting for battery out limit it was found that the batteries were out of the insulin pump greater than the duration allowed. The customer was advised monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.